Event description:
It was reported by the customer that a bd pyxis medstation es system had multiple failures with drawer 3.1. A different pocket failed each time and then failed the entire drawer as well. User tried restarting the pyxis and that did not correct the issue. User was able to recover the drawer, but this was happening every time a nurse tried to pull a medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022 - december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 2 similar complaints with the same failure mode for this serial number. Case: (B)(4): device not detected on bus. Case: (B)(4): drawer failing. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 had multiple failures. A field service engineer removed all qb pockets from the existing drawer and removed the drawer from the cabinet. The engineer installed all the qb pockets in the new drawer and installed the new drawer in the space where the old one was placed. Following the system restart, the new drawer was configured and tested for its function. The system functioned as intended after the field service engineer troubleshot the device.